Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c29, that has a similar product distributed in the us, list number 06l27. (B)(4).

Event description:
The customer reports that one patient sample generated an initial architect havab-igg assay result of 1.26 s/co (reactive) on an architect i2000sr analyzer. Controls were within specification. The customer recalibrated the assay and retested the sample this time obtaining a nonreactive result of 0.80 s/co. The sample was also tested on a second isystem in the lab and generated a result of 0.54 s/co (nonreactive). The assay was then recalibrated on this second instrument and the sample retested and generated a result of 0.14 s/co (nonreactive). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.

Manufacturer narrative:
Reagent specificity testing was performed using an in-house stored kit of reagent lot 62380li00. No returns were made available from the customer site. All specifications were met with no (B)(6) results generated, thus indicating acceptable performance of this assay lot. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The (B)(6) package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue involved one discreet patient sample, which was initially (B)(6). The issue may have been due to sample integrity. Catalog# from 06c29-26 to 06c29-27.